Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead appeared to be showing loss of capture (loc) on the presenting rhythm. It was recommended to do further testing in person. The lv lead remains in service at this time. No adverse patient effects were reported.